Event description:
The customer contacted physio-control to report that their device is not providing voice prompts when the lid is opened. This can indicate that the device is not powering on when opening the lid. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device was archived by physio-control and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device is not providing voice prompts when the lid is opened. This can indicate that the device is not powering on when opening the lid. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.